Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: actual date of the surgery unknown. Original implant date unknown. Revision surgery to replace zip tie was on the same day of surgery that is unknown. Device is not expected to be returned for manufacturer review/investigation. Device history records was conducted. The report indicates that the: please note, this DHR review is for part # 08.501.001.20s / lot # 9513046, manufacturing location: (B)(4), supplier: (B)(4), manufacturing date: 10.sep.2015 expiry date: 01.sep.2025, no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was undergoing a CABG. The surgeon closed the sternum with 4 zipties and two wires. After sternal closure was complete, the surgeon noticed that one of the zipties became undone. The surgeon removed all of the zipties and closed the sternum again with 4 zipties and 2 sternal wires. Closure was fine. This report is 1 of 1 for (B)(4).